Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient with mentor memorygel breast implants suffered several unexplained systemic symptoms, including fever, flulike symptoms, brain fog, fatigue, acne, discomfort, lymphadenopathy, animation deformity, and pain. Bilateral capsular contracture baker grade iii along with rupture on the left side was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.